Manufacturer narrative:
The hcp called on behalf of the user to report a discrepancy between the sensor glucose readings and fingerstick calibrations. The hcp and user were educated on factors that may contribute to differences in readings. The user stated that the example provided was the only discrepancy experienced and noted that other readings typically varied by approximately 5 to 15 points. The case was escalated, and support identified a brief period of system instability and recommended re-linking the sensor to reset the system to the initialization phase, with instructions to perform twice-daily calibrations during monitoring. The sensor re-link was successfully performed, and subsequent review showed that calibrations entered during initialization fit the sensor glucose trends well. No additional calibrations were entered after completion of the initialization phase. The user initially expressed frustration with the system and the observed differences, but later confirmed improvement and stated they would continue weekly calibration. Per review of the data management system (dms), the user is currently using the system and the data is up to date. B4.date of this report 20 jan 2026 g3.date received by the manufacturer? 20 jan 2026 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.